Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device was not able to confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is was reported that the femoral impactors are damaged and the 2.3 mbt keel punch does not fit handle. No surgical delay.